Event description:
Pt had a right modified mastectomy and placement of tissue expanders 12/15/89. This was due to multifocal metastases of right breast carcinoma. On 6/22/90, MFR's device was inserted. The pt developed arthritic symptoms, and was sent to a rheumatologist for work-up. Rheumatologist did not feel that her symptoms were related to the implant. The pt continued to have concerns and the implant was removed at her request on 7/08/93.